Manufacturer narrative:
(B)(4). Final analysis found insulation abrasion exposing the outer coil at 23.2 cm to 32.5 cm from the distal end. The abrasion was consistent with exposure to constant friction against another implantable device. The reported noise problem could occur when the exposed coils came in contact with the implantable device. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise resulting in false atrial fibrillation episodes; it was noted that the impedance were not stable. The lead was explanted and replaced. There were no consequences to the patient.